Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that the plunger within the connector gets stuck down inside and will not allow flow. There was unknown patient involvement and unknown harm/adverse event reported. They have a couple of the microclaves that were involved, saved but do not have the packaging they were in. One had bbraun tubing attached to the microclave and the other was microbore tubing (unsure of what brand) and neither of those tubing's were saved. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The complaint on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history reviewed was performed and no non conformities were found that would have led to the reported complaint.